Event description:
Staff at facility alleged a biomed tech was load testing overhead lifts when he discovered that someone had hooked the quick-release sling bar into the hang-up hand control hanger. No lift was attempted nor were any patients involved. No injury was reported.